Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using fluency plus vascular stent graft device positioned in the supine position, disinfected, draped, and administered local anesthesia. During the procedure in the right iliac artery, resistance was allegedly felt during deployment, preventing further deployment, so the stent was retrieved. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: both catheter samples are not available for evaluation. Provided images demonstrate the two products with partially deployed stent graft, respectively. For one of the two systems, the outer sheath is visibly fractured at the proximal end. The investigation leads to the failure mode of a partial deployment for this event. A manufacturing related issue could not be found. In this case the vessel was not tortuous but moderate calcification was present, the lesion pre dilated, and the system was flushed before use; system compatible 0.035" guidewire with 8fx100cm introducer were used for access. Based on the investigation of the provided information, the investigation is closed as confirmed for partial stent graft deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) state: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit., and prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy. Under materials required the IFU state a 0.035 inch (0.89 mm) diameter super stiff guidewire, and an appropriate introducer sheath; the labeling pictograms indicate the use of an 8f introducer. Regarding system flushing the IFU state: both female luer-lock ports must be flushed with sterile saline before introduction of the delivery system. The IFU further state: visually inspect the fluency plus vascular stent graft to verify that the device has not been damaged due to shipping or improper storage. Do not use a damaged device. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using fluency plus vascular stent graft device positioned in the supine position, disinfected, draped, and administered local anesthesia. During the procedure in the right iliac artery, resistance was allegedly felt during deployment, preventing further deployment, so the stent was retrieved. There was no reported patient injury.